Event description:
The customer reported that while the iabp was in use on a patient, the iabp would intermittently generate a "low vacuum" alarm for the duration of one heart beat and then resolve itself. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
On (B)(4) 2013, the company representative confirmed the event of intermittent "low vacuum" alarm for short duration. The company representative rebuilt the motor replacing the iabp heads and performed the leak tests. The components k6, k6a, k7, k8 failed the leak test. So, the company representative replaced the drive manifold (part number 0104-00-0018). Also, kit 5000 hr preventive maintenance (part number 0040-00-0147) was replaced. Functional tests were performed on the iabp that met the factory specifications. It functioned normally and was returned to the customer. (B)(4).